Event description:
Cozmo insulin pump stopped for no apparent reason. This is last of several events with this pump and the reason we are changing to another manufacturer. The pump seems to miscalculate amount of insulin to be given. We were sent a reconditioned pump in june after the original pump case was cracked. The pump never seemed to work properly. There have been several weeks of unexplained high blood sugars -over 300- and then a series of unexplained lows -below 50-. While this occasionally was expected, we seem to be on a continuous roller coaster with this pump. Two days ago, the battery was on 25% and then suddenly an alarm went off saving there was no charge in the battery with no apparent reason. We stopped using the optional cozmonitor blood glucose monitor because of all the incorrect readings -when compared to another monitor-. We also stopped using the free style flash monitor because it too was giving incorrect readings. Dates of use: 2007 - 2009. Diagnosis or reason for use: type 1 diabetes.